Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. The problem could not be confirmed. A follow-up MDR will be submitted if any additional information is received.

Event description:
The care giver (cg) contacted baxter's technical service center regarding a check patient line alarm which occurred on the homechoice during use during fill 1. The cg stated that there was air in the line, so the cg would start over with new supplies. Baxter product surveillance contacted the care giver on (B)(6) 2011. He had since contacted the nurse. He did not notice anything unusual about the supplies, and there were no samples available. Therapy since has been going well, and there were no adverse effects reported in relation to this incident. There was patient involvement, but no medical intervention or serious injury was reported.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.